Event description:
Boston scientific received information that a follow up took place, this device was interrogated and it was noted that there was a loss of right atrial capture as well as an increase in pacing thresholds. The arrhythmia log book showed that since the last follow up in may the right atrial pacing impedances had risen sharply and at the most recently follow up were out of range. Insulation damage was alleged. The device remains implanted while a right atrial lead replacement was planned. The patient has an underlying rhythm. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional informaiton this investigaiton will be updated.